Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the stations were stuck on blue, white, and black screens. The customer rebooted the devices, but the issue persisted. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station stuck on windows update. A field service engineer (fse) found station stuck for a very long time, and unable to revert back settings, re-imaged station, configured and synced device to resolve the issue. The system functioned as intended after the field service engineer repaired the device.